Event description:
Doctor reported loss of integration with inflammation, swelling and pain. Loss of integration.

Event description:
Doctor reported loss of integration with inflammation, swelling and pain. Loss of integration.